Manufacturer narrative:
Patient weight was unavailable from the facility. The device was not returned as there is no allegation of a deficiency of the philips device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management case commenced to remove a non-functional right ventricular (rv) lead. A spectranetics glidelight laser sheath 500-303 was utilized during the procedure. After the procedure, it was detected that the patient had a right ventricle injury. Rescue interventions were implemented. No further information could be obtained from the user facility.